Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: alerts that could contribute to wbc contamination of the platelet product, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in the run data file analyzed. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector signals must see a significant change in the reflectance values. In this case, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Run data file analysis showed that frequent ¿return pressure too high¿ and ¿draw pressure too low¿ alerts were generated during this procedure. In response to these alerts, the operator made multiple draw and return flow adjustments. These adjustments reduced the inlet flow, and therefore the flow through the lrs chamber. When the flow through the lrs chamber is greatly reduced, the risks of wbc contamination are increased. While the trima accel system is typically robust against numerous flow alerts, adjustments, and pauses it is possible that the high number of alerts, adjustments, and pauses that occurred during short periods throughout the procedure could have disrupted the steady-state of the system and contributed to the higher-than- expected wbc content in the platelet product. Based on the available information, it is also possible that this leukoreduction failure could be donor- related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Unit ID #:(B)(4) the trima disposables set was discarded at the customer site and is not available for return. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.